Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported during internal incoming inspection the sterile barrier was found deformed presumably by seal heating. No patient or surgical involvement. No further information is available at this time.

Event description:
No further information.

Manufacturer narrative:
Reported event is confirmed via device packaging visual inspection. The packaging is deformed, however the sterile barrier appears to be intact. DHR was reviewed and no discrepancies were found. The root cause is attributed to manufacturing processing error in inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.